Event description:
It was reported that there was premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-65 lead, (B)(6) 2010; 4196-78 lead, (B)(6) 2010. (B)(4).